Event description:
Technician alleged he found bed with no bed functions, but indicated ac power available. He checked several possible causes for the lack of bed siderail function and found a fuse blown. He replaced the fuse to correct problems, but power control module kept clicking relays without functions being pressed. Technician replaced power control module to correct issues.